Manufacturer narrative:
Common device name: tube, tracheal (w/wo connector). Product code: btr. PMA/510k: k951696. Initial reporter: complainant street address is (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported that the cuff leakage was noted during pretesting of the device. The device was not used. Although requested, no additional information or photograph was provided.

Manufacturer narrative:
A review of the last three pmr's for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to the reported event. A total of 1 complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).